Manufacturer narrative:
Additional information received on 10 november 2016 and includes: the surgeon planned to leave the cup, change the pe liner and the stem. Additional information received on 15 november 2016 and includes: the surgeon planned to change the pe liner, the head and the stem, because the stem is loosened and the patient has cancer. Additional information received on 17 november 2016 and includes: the surgery is just finished and went successfully. The stem was completely loose (she has cancer). The surgeon took out the stem, the head and the pe liner. On 24 november 2016 the medical affairs performed a clinical evaluation and commented as follows: tha revision after 10 years in a patient with systemic problems, not related to the hip operation. The bone looks impoverished, but the cause for the depauperation is not known: it could be reaction to wear debris, although no relevant wear is visible on the low-quality x-ray, or could be the consequence of other medical treatments. No conclusion can be drawn on this case with the information available. Batch review performed on 25 november 2016. Lot 051403: (B)(4) items manufactured and released on 10 january 2006. Expiration date: 2010-11-30. No anomalies found related to the problem. To date, 10 items of the same lot have been already sold without any similar reported event. Device not available.

Event description:
Revision planed due to general pain. At revision, stem loosening was confirmed.